Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type recharger product ID: 37791, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) found the cable assembly connector pin was broken. (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not charging and the little metal piece (pin) on the desktop charger seemed bent and loose. It was further reported that on (B)(6) 2018 the patient could not get the recharger charged. The recharger charged, but it looked funny because it was showing not charging. When the patient unplugged it and plugged it back in the screen showed the recharger was fully charged. The patient received the replacement desktop charger and tried to charge their ins, but they kept getting the reposition antenna screen and had poor communication with recharging. The patient felt that the stimulation was weaker on (B)(6) 2018 and it had suddenly gone down altogether by (B)(6) 2018. They had last successfully charged the ins in the last week prior to the call, but on thursday ((B)(6) 2018) the recharger had not been charging. The patient was not available during the call, therefore troubleshooting was not performed. A new recharger antenna was sent, as the antenna was damaged, and it was reviewed to try and use the patient programmer to determine if the ins was possibly overdischarged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.